Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator hardware was cleaned and adjusted. The system was then found to be operating as intended. The service rep recommended that the collimator be replaced.

Event description:
The customer reported that the system displayed an iris potentiometer error message. On model 9600, this error message will prevent the system from booting up. There is no report of pt injury.